Manufacturer narrative:
Updated codes.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report is (3600840000-2024-8040). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305935 batch#: 3216615 it was reported that the syringe 0.3ml 29ga 1/2in bls 400 sg stopper separated from the plunger. The following information was provided by the initial reporter: it was reported by the customer that when the insulin was drawn up, it was observed that the plunger was in 2 pieces, as evidenced by separation in the fluid. Not used on patient. Verbatim: rcc received a complaint via email. Email(s) attached. Procedure- administration of insulin. When the insulin was drawn up, it was observed that the plunger was in 2 pieces, as evidenced by separation in the fluid. Not used on patient. Product#: 305935 lot: 3216615r1 additional information provided on 05/01/2024: "plunger/rod intact and not damaged. Stopper was broken in 2 pieces. 1 piece attached to plunger and the other was floating on the insulin that was in the syringe."